Manufacturer narrative:
Photo shows implanted intraocular lens (iol). Imperfection on the haptic tip is observed. It is not clear from the photo if the imperfection is related to a foreign material or damage (niched/ chipped) to the haptic tip. Based on our observation of the attached photo, one haptic shows defect. The observed defect may be related to a nicked/ chipped haptic tip. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after implanting the intraocular lens (iol) into the patient's eye, it was found that there were sediment on the haptic, which the surgeon could not remove even with surgical instruments. The surgeon considered it to be on the haptic and did not remove it, but was concerned that it would have an impact on the patient in the future.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an implanted intraocular lens (iol), there appears to be foreign material present on the haptic. The manufacturer internal reference number is: (B)(4).